Manufacturer narrative:
H3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs captured four sessions on the date of issue. It was observed from logs that the site registered the patient multiple times within the passing error metric of 5 millimeters (mm). However, logs did not capture any information regarding the pattern shift. Archives consisted of two exams with 445 slices each. The site performed trace registrations four times and collected a good amount of trace points on the nose and forehead area with an accuracy metric of 4.3 mm, 2.9 mm, 2.6 mm, and 2.7 mm with a yellow zone of accuracy. The 3d model did not include the patient's nose, causing some trace points on the nose area to appear red. It was observed that the trace pattern was shifted in all the registration attempts. The trace pattern shift mostly occurred when the collected trace pattern area of the patient's anatomy matched with any other part of the patient head anatomy. This can be avoided by using the 3-point init registration, hence suggesting to use of the three-point tracer registration. Codes: b01, c10, d18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to achieve a passing registration. The tracing on the model shifted after reaching a minimum trace. The site adjusted the three-dimensional (3d) model to clean it up, but the issue persisted. The procedure was aborted.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762 , version: 2.0.1 h3, h6) a manufacturer representative went to the site to test the navigation system. Testing revealed the system performed as intended and no faults were found. Codes b01, c19, and d14 are applicable.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.